Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated that the sensor failed during the warm-up period and while trying to restart the sensor, they experienced a hypoglycemic event. The patient's daughter noticed that she was not receiving readings on the dexcom follow application and called the patient. She noticed he was slurring his words and she called the ambulance. Prior to the ambulance arriving, the patient ate a packet of jelly babies and when the paramedics arrived, they provided the patient with glucose oral gel and stayed with the patient until the patient was okay. It was reported that the paramedics believed the patient has a fit (seizure) due to the hypoglycemic event. At the time of event, the patient was not in a sensor session. Additionally, during troubleshooting, the patient was educated on sensor failures and stated they did not realize that the sensor would not work and during the time of event, they kept trying to restart the sensor. At the time of contact, the patient was doing okay. No additional patient or event information is available.